Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection, silicone migration.

Event description:
Patient's relative reported patient has been suffering from headaches, visual problems, fatigue, anxiety regarding the product recall and "other issues". A previous scan in 2018 showed possible issues but the surgeon did not suggest removal at that time. Also reported by patient "feels rubbish, has blurry eyes, left armpit plays up, forgetful, experiences nausea, implants have gone hard at the top, nipples off by an inch". Patient later stated "the implant had completely rumpled and the silicone had covered my chest wall, armpits and down the sides", "drained off 500ml of blood." Infection and pain also reported. Left side. Device explanted and replaced.